Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of image kept disappearing from screen was confirmed/reproduced. The device evaluation found the following additional reportable finding: cable failure a device history review record revealed no findings/ issues that could have caused or contributed to the reported issue. Based on the result of the investigation, it is likely that the following led to the malfunction: faulty cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera image kept disappearing from the screen. It was unspecified when the issue occurred. There were no reports of patient harm.